Event description:
It was reported that the patient's atrial lead dislodged. The atrial lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947-65 lead implanted: 2013-(B)(6); 4296-88 lead implanted: 2013-(B)(6). (B)(4).